Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced irritation at or around insertion site. Dexcom technical support reviewed skin preparation, adhesive tips, insertion tips, and site selection with patient's mother. Dexcom also recommended treating the insertion site before insertion. No medical intervention was required.